Manufacturer narrative:
Device avail. For eval, returned to MFR. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. There is a 9mm longitudinal tear in the shaft 33mm from the distal tip. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon tear occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed. Subsequently, a stent was deployed at the lesion. Following post- deployment, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for further dilatation. However, a tear was noted on the balloon and it was unable to inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed. Subsequently, a stent was deployed at the lesion. Following post- deployment, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for further dilatation. However, a tear was noted on the balloon and it was unable to inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.